Event description:
Superficial misfiring of 18 g bard core needle biopsy for left renal biopsy, two times. No complication. The first pass misfired with no tissue obtained. On the second pass, the needle fired spontaneously in the soft tissue with no fire button push. No complication. The following passes obtained with no issues this was the 3rd different event using this product in a 2 week time period. FDA safety report ID # (B)(4).